Event description:
It was reported that the right ventricular lead's thresholds increased to the maximum. The lead was capped and replaced. The patient is pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.